Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the duodenum during a perforation draining procedure performed on (B)(6) 2021. During preparation, when the doctor was inserting the balloon into the scope, the balloon detached from the catheter while in the working channel and radial jaw forceps were used to push the balloon out of the scope. The procedure was completed via alternative method with a tome device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of catheter detachment.

Manufacturer narrative:
(B)(4). The returned extractor pro retrieval balloon was analyzed, and a visual evaluation noted that the catheter of the device was ripped on the distal side, at the balloon bond. The catheter, the balloon, and the tip were all detached together in one piece and not returned. Microscopic evaluation confirmed the catheter of the device was ripped on the distal side. No other problems with the device were noted. The reported event of balloon detached was confirmed because the balloon, the catheter, and the tip were all ripped from the device and not returned. The catheter rip likely occurred as a result of guidewire use. Excessive force by the user when manipulating the guidewire inside of the shaft or when withdrawing the guidewire could have caused the catheter to rip. Additionally, the balloon, one end of the catheter, and the tip were all detached from the device by the same pressure exerted by the guidewire. Forcing the device against significant resistance could result in device damage or loss of functionality. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.